Event description:
Disc shaver broke in half during surgery. Suspected to be made from 2 pieces.

Manufacturer narrative:
Ctl amedica is in the process of reviewing potential MDR's from previous years, as part of due diligence to stay in compliance. This incident from 2018 was not submitted as an MDR, but after review it was decided that it should be submitted. Therefore, this report is being submitted on 11/15/2024 retroactively for the incident in 2018. Original manufacturing narrative: part was made from two pieces, while the print calls for a solid shaft. The failure occurred at the weld joint. Therefore, this was a manufacturing issue for the part.